Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations during two fast ventricular tachycardia (vt) episodes. Towards the end of the episodes, there was t-wave oversensing (twos) exhibited with the right ventricular (rv) lead, and p-wave under-sensing noted with the right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.